Manufacturer narrative:
Correction: b4 corrected with initial date reported to the FDA.

Event description:
It was reported a patient was diagnosed with an infection after receiving a gelsyn injection. The patient had their fist injection on (B)(6) 2024. Two days post injection the patient experienced swelling without signs of infection at the injection site. A follow up with the physician was conducted by the paitent, the physician advised the patient to apply cold compress and if symptoms did not improve, seek urgent medical care. Three days post injection the patient went to the urgent care where cultures were taken and tested positive for strep. The patient underwent three knee draining procedures and was treated with antibiotics. Patient was admitted to the hospital to undergo a washout procedure and additional antibiotic treatment. The patient was discharged from the hospital and reported as improving.